Event description:
It was reported that eleven days after this patient had a device change, the right ventricular (rv) lead had shock impedance measurements that were greater than 200 ohms. Technical services asked the health care professional (hcp) to manipulate the device by pushing sideways one way and then the other. After this, shock impedance were tested and were 49 ohms. The test was repeated multiple times with a normal shock impedance after the device manipulations. The hcp will be talking to the electrophysiologist and will be relaying the finding to the local field representative. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.